Event description:
The device was used during a laparoscopic, possible open incisional hernia repair on a morbid obese patient. Upon insertion the trocar tip broke intra-abdominally. The laparotomy turned into an open exploratory surgery to locate the tip of the device. The or time was extened by five hours and the tip was located. Additional consequences to the patient are unknown.